Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2011-00185 and 00186.

Event description:
It was reported that: "rev of acetabular component. Dr started no apparent boney on growth lead to fracture of the both acetabular screws. Acetabular component was grossly loose."